Event description:
I purchased this chair (B)(6) 2014. It was to be used for travel purposes. My wife is paralyzed. She has to be lifted and put on the chair. (B)(6). There is an opening in the seat at the front. Due to her condition, she cannot just sit down on the chair. She has to be lifted and put on it. Because of the opening in the front one of her legs gets caught in the opening. Even if placed evenly in the chair, a leg can slide into the opening. She has been injured twice by this happening. The solution is simple - drive needs to put a small piece of tubing in front of the opening to prevent this from happening. I have never seen an open seat without protection at the front of the opening. I have contacted drive four times and I am being ignored. My wife has suffered cuts and bruises because of this design fault.